Event description:
Security officers responded to a witnessed cardiac arrest. The device was connected to the pt and the analyze button pressed. Following a no shock decision, CPR was performed for 60 seconds and another analysis performed. According to the rptr, while the device was analyzing, the device continuously alarmed "motion detected" and would not analyze the patient's rhythm. The scene was checked for motion, but the alarm continued. An als crew arrived, an IV was set up and the pt intubated. Following the administration of drugs, the pt's pulse returned spontaneously and the pt was transported to the hosp. The pt died two days later under "do not resuscitate" orders from relatives.